Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the consumer called him for a quote on replacement parts for the forks and casters due to they're messed up.